Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off; the reservoir does not stay locked in. The unit was also receeived with a missing o-ring (reservoir tube), cracked casing at the display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged; the reservoir compartment suffered cracks and breaks due to the customer dropping the insulin pump multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was discovered that the reservoir will not stay locked into the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.